Manufacturer narrative:
The device was returned to zoll medical corporation; visual examination found a software card in the card reader. This resulted in the device performing a software update upon power-on. The software was re-installed into the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.